Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a broken insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer's mother stated that her son broke his insulin pump whole playing basketball. The mother stated that the pump was caught on the fence and it is damaged and it broke. The customer is holding the pump together with rubber bands and it is not working correctly.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and cracked end cap.